Event description:
It was reported via medwatch mw5112876 that the burr was removed using alternative method. A rotablator was selected for use in the circumflex coronary artery. During the procedure, resistance was felt. The dynaglide mode was utilized to help move the burr into the desired area of the coronary artery. The rotablator system was started and the pitch and tone was abnormal. The burr was attempted to be removed. The physician inserted a new guide catheter into the aorta and gently pulled the guide catheter with the rotablator into the aorta and inserted the new guide catheter, using the ping-pong technique, into the ostium of the left coronary artery. The physician inserted a new wire and mamba catheter alongside the stuck burr and the burr was released and removed intact and safely outside of the body. The second guide catheter was then removed and the procedure was completed with a different device. No patient complications were reported.